Manufacturer narrative:
Combination product: yes. Update on may 15, 2025: this lead was left in-situ and capped off. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that the lead impedance increased to over 2000 ohms. The lead will be likely change at ICD change. The date is not known. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that the lead impedance increased to over 2000 ohms. The lead will be likely change at ICD change. The date is not known. Should additional information be received, this file will be updated.